Event description:
This lead was implanted on (B)(6) 2005 and was capped on (B)(6) 2013 due to lead fracture, high impedance and inappropriate shocks. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).